Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, legal counsel for patient reports patient underwent a revision on (B)(6) 2012 due to patient allegations of elevated cocr levels, pain, and synovial inflammation. It is further alleged that a surgical delay of up to five hours occurred due to difficult removal of stem as head could not be disengaged from trunnion resulting in fracture of femur. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of elevated cocr levels, pain, and synovial inflammation. It is further alleged that a surgical delay of up to five hours occurred due to difficult removal of stem as head could not be disengaged from trunnion resulting in fracture of femur. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received patient medical records indicate that the revision procedure that took place on (B)(6) 2012 was due to thick bursa over the greater trochanter, granulomatous-type thick tissue, and thickened-reactive tissue. All components except the acetabular cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay surgical information and relevant laboratory test results, which were unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-00947 / 00950).